Event description:
The customer contact reported the endotool software program recommended less insulin dose than expected. The endotool glucose management system v 7.2.1800.3 was being used to manage the pt's blood glucose (bg) level. It was reported that the pt was previously discontinued from the endotool software on (B)(6) 2011. It was reported that the pt's br and f (dosing curve value) were a br value of 0.2 and an "f" value of 0.22. On (B)(6) 2011, at an unspecified time, the pt was restarted on the endotool software. The nurse entered the pt's current info into the endotool software. At an unspecified time, the nurse checked the pt's bg and obtained a serum bg measurement value of 713 mg/dl. At 2132, the nurse entered the value into the endotool software. The endotool software displayed a recommendation of 1 unit bolus dose of regular insulin, a regular insulin delivery rate of 1.5 units/hr, and to check the bg measurement in 30 minutes. The nurse delivered the recommended dose. At an unspecified time, the nurse rechecked the pt's bg. At 2318, the nurse entered the serum bg value of 619 mg/dl into the endotool software. The endotool software displayed a recommendation of regular insulin delivery at a rate of 1.5 units/hr and to check the bg measurement in 30 mins. The nurse did not deliver the recommended dose. The physician was noted and ordered a regular insulin delivery at a rate of 4.0 units/hr for 2 hours. At an unspecified time, the nurse rechecked the pt's bg. At 0126 on (B)(6) 2011, the nurse entered a serum bg value of 423 mg/dl into the endotool software. The endotool software displayed a recommendation of a regular insulin delivery at a rate of 1.5 units/hr and to check the bg measurement in 30 mins. At 0209, the nurse entered a serum bg value of 306 mg/dl into the endotool software. The endotool software displayed a recommendation of a regular insulin delivery at a rate of 1.5 units/hr and to check the bg measurement in 1 hour. The nurse contacted endotool support. During troubleshooting, it was found that the endotool software calculated the dosing recommendations based on the br and f from (B)(6) 2011 instead of calculating a new br and f based on the pt's current info. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.